Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer kept failing, and the customer had to open the back of the machine to recover it. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) arrived and found no station failures, and the customer accessed the drawers without issues. Since the customer reported intermittent failures during the week, the fse reseated all cables for drawers 2.1 and 2.2 and verified that all screws were secure. The system functioned as intended after the field service engineer investigated the device.